Event description:
Nurse stated that pt's blood glucose was tested, using the pt's device, with a result of 448 mg/dl. Based on this value, nurse treated pt with 10 units if insulin lispro. Nurse retested pt's blood glucose 1.5 hrs later, using pt's device, and obtained a result of 409 mg/dl. Nurse indicated that she did not believe the value and immediately rested pt's blood glucose, using her own monitor (the suspect device) and obtained back-to-back results of 45 mg/dl and 130 mg/dl. Nurse ran level-one qc tests on both devices. Pt's device tested within the acceptable range; nurse's device tested outside of the acceptable range on first test. Technical support requested the return of the suspect product and replacement product was shipped.